Manufacturer narrative:
(B)(4). G2 - report source - foreign - canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while the surgeon was inserting the screw into the mucosa and bone, the screw head fractured off. The surgeon then removed the screw, and it fractured in two more places. There was no patient injury as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d9; g3; h1; h2; h3; h6; h11. Complaint sample was evaluated, and the reported event was confirmed. A visual inspection was conducted on the returned screw. The screw shows signs of attempted use including very heavy marking/damage on the screw shaft and head. Further inspection shows that the screw has fractured into three pieces. The complaint is confirmed. It cannot be determined what caused the screw shaft damage or the fracture. A dimensional analysis and fracture analysis were not conducted due to the extensive damage to the screw device history record (DHR) review was unable to be performed as lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.